Manufacturer narrative:
Product was not returned for investigation. However, the lots listed in the complaint have previously been tested and found to leak. The male luer lock that was supplied from carefusion does not meet specification. An hhe has indicated no critical or catastrophic harm from this failure.

Event description:
Info received indicates the tubing was leaking when at the connection site between the ultrasite cap and the curlin tubing. This allegedly occurred multiple times, but no specifics were given.